Manufacturer narrative:
(B)(4). The reported condition occurred during an infusion.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). A customer sent an actual sample for an evaluation. Visual inspection of the male luer showed that it had been taped to the tubing end. The tubing and luer were easily separated by hand. The tubing end was visually inspected under a microscope this showed that there was no visible plow ridge or visible solvent residue present. The reported condition will be confirmed. However the cause of this condition has not been identified. Baxter found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of an interlink set in which the set's male luer disconnected from the intravenous line. There was no patient injury or medical intervention necessary. It is unknown if this reported condition occurred during an infusion or during priming. No further information is available at this time.